Event description:
The 55mm titanium fixation screws were used to fixate a rigid external distractor. Subsequent to the placement of the device the pt was turning the fixation screws without advice from the doctor. Pt continued to turn screws until pt heard a pop. After consultation with doctor it was discovered that a fixation screw had penetrated through the skull. The fixation screw was backed out by doctor and placed in alternate position.